Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was new pain. Patient states approximately may 15 she fell down the stairs. Patient states that she was really sore and bruised from the fall and that she called hcp to let them know she had fallen. Patient states that the office sent an order for her to get an x-ray since she had hit her back on the stairs when falling. Today patient came into hcp office. The x-ray was available. It looks like patients left lead slightly migrated up by approximately one contact into the bottom of t7. Patient states she has continued to get efficient pain relief of at least 50% or more. And that the pain from her fall has eased up. She states overall she is doing well.  No changes were made to patient programming today however she did switch to group a at some point. Today and impedance check was performed and all contacts were within normal limits. The issue was resolved. The manufacturer repres entative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: va2r2g2008, ubd: 30-jan-2027, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 30-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.